Manufacturer narrative:
The device was returned to olympus for inspection. During inspection of the device, foreign object was found in the nozzle. A root cause could not be identified. Based on the results of the investigation the definitive root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The olympus colonovideoscope was returned to the service center with a separate issue. However, a reportable medical device failure was identified during testing at the service center. During inspection of the device, foreign object was found in the nozzle. There was no patient involvement.